Manufacturer narrative:
The investigation has just started; results will be provided in a follow up-report.

Event description:
It was reported that during use, spo2 on the monitor went down. Since the ventilation stopped, the customer changed the system. No patient consequences reported.

Manufacturer narrative:
The log file of the affected device was provided for the investigation. The analysis of the logged entries showed no device error. Based on the logged device behaviour there is no indication that the device contributed to the reported spo2 decrease. Regarding the user report that the ventilation had stopped it could be seen in the course of the analysis that the device had detected and alarmed disconnections at the reported date of event. The log entries further show, that the so called ¿anti-air shower function¿ was active at the time of the event. When this function is activated and a disconnection is detected and alarmed during ventilation, the flow is reduced until a reconnection is detected. It is likely that the user observed the reduced flow during the disconnection and interpreted this as a stop of ventilation. No indication for a ventilation stop respectively a technical malfunction could be found in the log entries.the device behaved as specified without a malfunction and according to the configurations set by the user.

Event description:
Please see initial report.